Event description:
Rn was changing IV line change due to expired tubing. When attempting to open the air chamber on tubing to help drain the tubing for IV midazolam, the spike fell out of the midazolam bag and medication was spilled on the floor. The medication was wasted and bag/IV tubing was bagged and sequestered. We are noting an increase in IV spikes 'falling out' of bags, where previously this issue was not being reported. This issue has been reported elsewhere in literature (ismp) for other IV bags. This case is being reported as a specific example (tubing and product preserved from this case). FDA safety report ID# (B)(4).